Event description:
It was reported to boston scientific corporation that a nephromax high pressure nephrostomy balloon catheter device was used during a ureteroscopy procedure performed on (B)(6) 2022. During the procedure, the balloon burst when inflated to 8 atm. The procedure was completed with another nephromax high pressure nephrostomy balloon catheter device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.